Event description:
Home patient reports pin hole leak in pt line tubing of homechoice set used for automated peritoneal dialysis therapy. Leak was identified post treatment. Per home patient prophylactic antibiotics were administered and no injury resulted.